Event description:
(B)(4) study. Patient expired sometime in 2012. As the patient had been transferred to another hospital, detailed information was unable to be obtained.

Manufacturer narrative:
Update: age at time of event, patient sex, describe event or problem, other relevant history . (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported: (B)(6) 2008 the patient presented with stable angina pectoris. Left ventricular ejection fraction (lvef) was unknown and timi flow was 3 pre-index procedure. A de-novo lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.50 mm, a length of 20.0 mm and 65% stenosis was treated with deployment of a 3.50x20 mm taxus express 2 stent and following post-dilatation residual stenosis was 0% and timi flow remained 3. The patient was discharged with no complications two days later on bay aspirin and plavix.